Event description:
The labeling on MFR's IV bags, as well as all other IV plastic bags, mfg by co, and all other mfrs should be properly labeled as to the composition of the plastic bags, especially when pvc is involved. With many medications being bound to pvc, this is very important. Rptr hopes this will be of great svc to the public and pharmacies. (Also see 1002687.)